Event description:
It was reported that a screw broke during insertion. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed the measurable dimensions of the locking screw was checked and found to be in compliance with the technical drawings and ao/asif specification. No product fault could be detected. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason.